Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. Information regarding a large infection was not provided in the initial report and is therefore corrected in this follow up report.